Manufacturer narrative:
(B)(4). A service history review (shr) revealed that no issues that may have contributed to the iipv-adult. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was use error, inappropriate bypass of the drain, not including initial-drain.

Event description:
The customer contacted baxter's technical service center to report draining difficulty on the homechoice (hc) machine during use, patient connected in drain 1. The caregiver stated that in drain 1 the home patient (hp) wasn't draining well, so the registered nurse (rn) bypassed the hp to fill 2. Then during dwell 2, the hp stated to fell overfilled. Per cg the hp's fill volume was 2800ml for cycle 1. The rn changed the fill volume to 2500ml for cycle 2. The hp was now in cycle 3 and they changed the fill volume again to 2300. The baxter technical service representative (tsr) reviewed the ultrafiltration (uf). In cycle 1 the uf was -877ml and in cycle 2 was 1863ml. The hp did not currently have symptoms. The tsr explained bypassed procedure and possible causes of feeling overfilled. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.